Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected b-hcg result was obtained from a single patient sample when using vitros immunodiagnostics product b-hcg ii reagent on a vitros 5600 integrated system. A definitive cause for the higher than expected patient sample result could not be determined. There is no package insert value assignment or peer data for the non-vitros biorad quality control fluid lot 94950 used by the customer for vitros b-hcg as the control does not support the vitros b-hcg ii assay. Subsequently, the non-vitros biorad qc fluid (94950) is not a suitable control to use with the b-hcg ii assay. Therefore, the vitros b-hcg reagent cannot be ruled out as a contributing factor of the event. Additionally, pre-analytical sample processing cannot be ruled out as a contributing factor as it was not possible to determine whether the customer was following the sample collection device manufacture's recommendation for sample centrifugation as no manufacturer's recommendation was available. Therefore, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample. Furthermore, an instrument related issue cannot be ruled out as a contributing factor of the event as no diagnostic precision testing was performed on the vitros 5600 system. The customer informed the ortho tsc that the age of the patient is 51 and the clinical diagnosis for the patient at the time of the event was abnormal uterine bleeding and no medication had been administered to the patient. Therefore, an issue related to the patient's condition at the time of the event cannot be ruled out as a contributing factor of the event, although this cannot be confirmed. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros b-hcg lot 4310.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected b-hcg result was obtained from a single patient sample when using vitros immunodiagnostics product b-hcg ii reagent on a vitros 5600 integrated system. Patient 1 vitros b-hcg ii result of 203.690 miu/ml vs. The expected vitros b-hcg ii result of 0.230 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros b-hcg result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).